Event description:
The customer complained about physician's dissatisfaction with how tight the balloon and sheath were and it made it difficult to insert. Once the balloon was half way through the sheath, it advanced easier. The physician was dissatisfied with the new fiber optic balloon after the balloon was inserted, the pump supported the patient including during CPR but the staff had some questions with trigger/signal acquisition. The patient expired.

Manufacturer narrative:
The reported event could not be confirmed. Since the device information was not available, the customer shipping history was reviewed to determine the most likely lot(s) involved in this event. Only one lot was found, so it was determined the lot was 3126. A similar sample was obtained from stock and tested, in an effort to try to confirm the reported event. The product performed according to specification and the reported event could not be confirmed. A copy of the results are in the complaint file. A lot history records review and trend evaluation was completed for the reported product. No nonconformance were found. That are considered to be related to the event. Reference pump (B)(4) with medwatch number 2249723-2014-01400. (B)(4).